Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was surgically abandoned after displaying loss of capture (loc) that lead to greater than two seconds of aystole. There were no additional adverse patient effects reported.

Event description:
Subsequent information indicates that the lead had fractured.